Event description:
We received a complaint (B)(4) from hospital (B)(6) on(B)(6) 2026, reporting that a trial handle broke at the junction between the template and the shaft. It occurred on (B)(6) 2026 during surgery when surgeon attempted to remove the trial template that had been placed for trial fitting. The surgeon confirmed to the reporter the removal of broken trial from the patient right after. The postoperative outcomes were normal, without damage to the vertebra or spinal cord. As an action, the hospital decided to report the case to the french authorities ansm (r2616477) because of extension of surgery time with risk of spinal cord injury at the time of the breakage.

Manufacturer narrative:
After complaint reception, the manufacturing folder of the rasp trial (2-3828) has been reviewed. The analysis on the manufacturing documents and control quality documents confirmed that raw materials and production processes were confirming to the specifications. There were no non-conformities observed during the manufacturing process. This instrument has been used since 2013, until today, with no return from the field. There were (B)(4) units, manufactured on 1st october 2023, of which 8 are currently on the field. This is the 1st complaint we received about this batch. We are waiting for the instrument to be returned to process controls on it and determine potential cause of the breakage. At this step, we assess that the breakage can be due to wear.